Event description:
Country of complaint: (B)(6). The caiman tweezers/forceps stopped working; according to the indication of the surgeon, did not clot.

Manufacturer narrative:
Manufacturing site evaluation: the instrument arrived contaminated in a plastic box. The body of the instrument appears clean, the jaw were contaminated with dried blood. The rotation knob was detached, a part of the insulation of the upper jaw was chipped off. The electrical resistance of the complete instrument was measured by clamping a piece of tin foil in the jaw, and measuring the upper and the lower link in common. In the rest position the resistance is according to specification (lower than 4 ohm). During handling, turning and bending the shaft, the resistance changes permanently, sometimes up to infinitely. This behavior is unusual and not according to specification. After opening the handle, the sliding contacts were investigated. The proximal contact was clean and according to specification. The distal contact was soiled with blood. Blood, especially dried blood, has a significantly higher resistance than copper or steel, which would lead to the failure noted. The soiled electrical contact was the root cause for the malfunction. The soiling was caused by blood, which leaked out of the shaft into the handle. The manufacturing documents were reveiwed and found to be according to the specifications valid during the time of production. The failure rate is within the acceptable range of the risk analysis, no further actions required; however, there has been an engineering change initiated.

Manufacturer narrative:
PMA/510 (k): # k09307/k130596. Evaluation on-going at original manufactruing site.